Event description:
A healthcare professional reported that the system suddenly stopped working and a system message was displayed. The system was switched off and restarted with a new cassette but the equipment did not allow it. The surgery had to be completed with another system. There was no patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
A supplemental medical device report (smdr) # 3 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of 08/11/2015 is being corrected to 08/19/2015. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 80.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
A sample was received.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The fluidics module was replaced to address the reported event. The module was returned for evaluation. The system was tested and found to meet product specifications. The system met specifications at the time of release. A fluidics module was received for evaluation. A visual assessment of the returned sample revealed white deposits, characteristic of dried balanced saline solution (bss), at the bottom of the faceplate. The module was placed in a calibrated system for functional testing and was found to meet specifications. The root cause of the reported event can be attributed to fluid ingress into the fluidics module.